Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a4: patient weight: unknown / not provided d4: additional device information: unknown / not provided h4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported the driver´s tip fractured when he was trying to use it with the torque ratchet to loosen a crown placed on implant. After follow up, doctor informed the screw is fine.